Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer's blood glucose (bg) subsequently increased with a 7-8 mg/dl ketone level; bg value was not provided. Insulin was delivered via an insulin pen to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.